Event description:
Pt was revised to address pain and stiffness in his right shoulder. Hemi was converted to a total shoulder.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.